Event description:
It was reported that the patient dropped the pump, which led to a malfunction with code malf 5. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.